Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant and at the time of the intervention were not reported. It was reported that approximately 1 year after the aneurx bifurcated stent graft (MFR report # 2953200-2010-00660) was implanted, an aneurx aortic cuff (MFR report # 2953200-2010-00661) was implanted for an unk reason. Then, approximately 2.5 years post-implantation of the bifurcated stent graft, three additional aneurx aortic cuffs were implanted (MFR report # 2953200-2010-00662, MFR report # 2953200-2010-00664) for an unk reason. All of the above interventions have recently been reported to medtronic for the first time. Approximately 1 month ago, the pt presented emergently with a ruptured aneurysm due to an unk endoleak; the cause of the endoleak is unk. The physician elected to explant all of the stent grafts and successfully converted the pt; the explanted grafts were discarded by the user facility. No additional clinical sequelae were reported, and the pt is fine.